Event description:
During biopsy using the 10mm site select device the surgeon did not core to the minimum depth required and was unable to deploy the garrote wire for transection. The lockout was activated & garrote wire could not transect the specimen. User error. A successful core biopsy was obtained through the same incision with 15mm device.

Event description:
Garrote wire did not deploy to transect tissue. A successful core biopsy was obtained through same incision with another device.